Manufacturer narrative:
The reported event was not able to be confirmed by a manufacturer repair technician through functional evaluation. Upon disassembly for visual examination, no components were identified which would have likely caused or contributed to the reported failure. The attachment is not a repairable device and will therefore not be returned to the user facility.

Event description:
It was reported that during testing conducted by a manufacturer sales representative at the user facility the device was leaking an unknown substance and overheating. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during testing conducted by a manufacturer sales representative at the user facility the device was leaking an unknown substance and overheating. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The device was received for evaluation; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress.